Manufacturer narrative:
The product has not been returned so no evaluation is possible. The customer heard a noise and felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. Reportability status recently changed. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.

Event description:
Caller placed this pod on 2 days ago. His b/g was 150 at pod change. The next morning his b/g was high. Over the course of 6 hours caller did two correction boluses of 5u and 5u. B/g remained high. Caller removed pod and took insulin by injection. Caller states that when he filled the pod it was difficult to fill with insulin and it made a crunching sound. No further problems reported.